Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue; damaged battery compartment with no power. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow up #1 date submitted: (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed (B)(4) 2018 with the follow findings: review of the black box data revealed records of unexplained power on reset events on (B)(4) 2018. The battery compartment was intact and without damage. The battery cap that was returned with the pump for investigation was noted to have a worn ¿coin slot¿ on the top of the cap but was otherwise intact and without damage. The battery cap was able to fit securely to the pump and maintain electrical connection for testing. The pump powered on normally and ez-prime steps successfully completed. There was no interruption in power during the investigation; the alleged power issue was not duplicated. There was no damage, defect or contamination of the pump¿s interior components.